Event description:
(B)(6): the reporter contacted animas on (B)(6) 2013 reporting that when battery was removed, the temperature was very warm. The reporter denied moisture or corrosion. This was only noticed when on the phone with the reporter. There is no reported adverse event with this complaint. This report is made based on the allegation of the temperature issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 09/18/2013-device evaluation: the pump has been returned and evaluated by product analysis on 09/13/2013 with the following findings: investigators were unable to duplicate the complaint. There was internal moisture found in the pump. The keypad symbols were found to be worn.